Event description:
On march 3, 2009, the lay user/patient contacted lifescan (lfs) alleging an "error 5" issue with his one touch ultra 2 meter and claimed that he developed symptoms after the issue began. The medical surveillance specialist (mss) was unable to contact the patient for additional information. The following information is based on the customer care advocate (cca) documentation. The error message reportedly first occurred at midnight in 2009. The patient claimed that 2 hours after the issue began he felt low. He stated he was feeling shaky and sweaty. He administered self-treatment with orange juice. No other blood glucose tests or other forms of treatment were reported. Information regarding events that occurred before the start of symptoms was not specified, such as his activity levels, previous meter readings, his food intake, medications, and current health conditions. The customer care advocate (cca) went through troubleshooting with the patient and noted that the error message was not resolved. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly became hypoglycemic 2 hours after the "error 5" issue occurred. In addition, the error message was unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.